Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and all conductors were distorted. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant.

Event description:
It was reported that during implant, the lead kinked inside the subclavian vein and the stylet could not be advanced to reposition the lead. The lead was attempted, but not used. A new lead was implanted. No patient complications have been reported as a result of this event.